Event description:
It was reported that a patient present with an inflatable penile prosthesis (ipp) that was not functioning properly. It was identified that the ipp no longer inflates when pump was squeezed due to fluid loss. There has been no surgical intervention. No patient complications were reported.